Event description:
It was reported that during a low anterior resection procedure, the staples did not form. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.